Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. The origin of the foreign matter could not be identified from the photos. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter on the cannula was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "blood like stain was seen in the needle before using it for veinpuncture."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "blood like stain was seen in the needle before using it for vein puncture."